Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00268. It was reported that the patient's left ventricular lead was capped and replaced on (B)(6) 2018 because it was non-functional. It was also noted that the device was explanted and replaced after being implanted only for a couple of months. No further information is available.